Event description:
According to the reporter: instrument did not fire. Rep has no further information at this point. Will utilize our follow up questions to follow up with surgeon. Hospital stay, infection, etc.?) 12. What is last known patient status?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/27/2015.